Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the reported 1162 error occurred in the field; however, no issues were found to be related to the reported event. The usm was tested and passed all specifications and functioned as expected. Fa found the potential root cause to be related to the axes controller spar connector (acsc).

Event description:
It was reported that during training the customer reported a recoverable fault on one of the arms. Error 1162 was observed in logs on universal surgical manipulator (usm) 2. The customer reported event has no report of patient injury.